Manufacturer narrative:
The field service engineer (fse) evaluated the instrument on 11/27/2015. The fse found that the tubing through pinch valve lv17 was disconnected from the fitting. The fse reattached the tubing, which repaired the leak. The repairs were verified by the fse. (B)(4).

Event description:
The customer reported a leak from the probe of the coulter hmx analyzer with autoloader while running start up. The volume of the leak was about 2 ml and was not contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of gloves and a laboratory coat at the time of the occurrence and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.